Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
This supplemental report is being submitted to provide additional information. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2020] -air/water channel and instrument channel and suction channel: pseudomonas species (>100 cfu) [second time; (B)(6) 2020] -air/water channel and instrument channel and suction channel: pseudomonas aeruginosa (10-100 cfu) [third time; (B)(6) 2020] -air/water channel: pseudomonas aeruginosa (1-10 cfu) -instrument channel and suction channel: pseudomonas aeruginosa (1-10 cfu) [fourth time; (B)(6) 2020] -air/water channel and instrument channel and suction channel: pseudomonas aeruginosa (>100 cfu) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.